Manufacturer narrative:
The investigation into this incident is still currently ongoing. Once any further info becomes available, this report will be updated.

Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced an infection. The s-ICD was explanted and then re-implanted. No additional adverse pt effects were reported. Close to one year later, additional info was received that it is believed that the pt is experiencing a hypersensitivity to the actual device. At this time, the s-ICD remains implanted. The serial number is currently unk. Attempts have been made to obtain additional info have so far been unsuccessful.